Event description:
It was reported that the patient presented with a small erosion of the device through the pocket. The physician elected to excise the extruded tissue and removed the device. Because no signs of infection were present, the physician washed the device and wound with betadine and reimplanted the device. The pocket was closed and the patient was stable with no additional consequences.